Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system showed error. Upon remote analysis, it was found that the machine cannot move, and the device needed multiple restarts. The philips engineer suggested service, but the service quote has been not accepted by the customer and no service is provided from the philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave unspecified errors and would not allow geometry movements. The user made multiple reboots, which restored function. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.